Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that the customer was hospitalized for unknown reasons. The customer's blood glucose level was 137 mg/dl at the time of the incident. Due to the customer's blood glucose count, the customer stated that the hospitalization was not diabetes related. The customer was transported by paramedics to the hospital. The customer was taken off the insulin pump during their hospital stay. No further information was provided about the incident. The customer did not return the product back for analysis.